Event description:
It was reported by the doctors office that a dental assistant was sitting on a act ii assistant stool when the body support bolt broke and the assistant fell on to the pt's lap and then onto the floor.